Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. Dianeal therapy was ongoing. Outcome was not reported. Per the nurse, the peritonitis was related to dianeal therapy.

Event description:
It was reported that a physician, trained in the use of the prostar device, achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, at an unspecified time post vessel closure, an angiogram suggested the patient had a "lump of flesh" that had been pulled together by the prostar sutures. The patient is reported under observation because the vascular surgeon is concerned of the possibility of infection. There were no reported adverse patient sequelae. Though requested, no additional information was been provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot numbers; h10f22090 and h10g12123 with no defects noted. The as determined cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.